Event description:
Event description guidant received information that at 22.0 months post implant, this implantable cardioverter defibrillator (ICD) was unable to be interrogated and exhibited a fault code. Upon explant the physician was unable to loosen the proximal set screw. Two wrenches were broken, and the set screw was eventually loosened by pounding on the connector block with a hammer.